Event description:
It was reported that intermittently the pump wake button did not function as expected. Customer's blood glucose value was recorded at 8.33 mmol/l, indicating no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.